Manufacturer narrative:
The explanted device was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze, decreased vision, and halos are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. Postoperatively, the patient presented with 1-2+ corneal haze, decreased vision, and complained of halos. The inlay was explanted 7 months postoperatively at which time the patient's best corrected distance visual acuity (bcdva) had decreased from 20/20 (preoperatively) to 20/30. Additional information has been requested.